Manufacturer narrative:
H10: h3, h6:the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states he two provided photos were reviewed and confirm the cuff stitch device broken at the tip. However, the photos do not provide insight into the reported root cause of the reported event. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a rotator cuff repair, the cuff stitch clamp (cuff suturer) broke at the tip during the passage through the labrum. The tip was removed with a grasper clamp. The procedure was completed without surgical delay by using an accu-pass. No further complications were reported. The patient current status is good.